Event description:
On (B)(6) 2010, right total knee replacement: stryker triathlon; on (B)(6) 2011 pain and instability; tibial component loosening; on (B)(6) 2012 right knee revision: stryker triathlon; tibial component loosening of revision, cement failure. On (B)(6) 2013, implant loosening, cement failure to adhere, knee instability. On (B)(6) 2014, painful prosthesis, loosening.